Event description:
The customer reported the device is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device is not charging the battery. There was no report of pt involvement. The device was evaluated at philips, and the issue could not be duplicated. We cannot determine cause, since the symptom was not duplicated.